Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had low voltage alarms while connected to the power module. It was felt that the alarms were caused by a poor connection since the alarms were repeatable when the system controller black power cable was touched. The power module patient cable was exchanged. On (B)(6) 2022 the alarm returned when the patient was connected to wall power. The patient's batteries were exchanged. Later the patient was reconnected to the power module and a self test was performed on the heartmate 3 system controller without any issues. An attempt was made to recreate the alarms by moving and tapping the black power connection around while connected to the patient cable, no alarms occurred during this movement. A review of the log files revealed multiple odd low power advisories and power cable disconnect alarms while the patient was connected to the power module. These only appear to be occurring on the black power lead. Additional information revealed that the power cable disconnect shown on the log file was caused by the customer interrogating the connections. The patient has been on wall power since then without any further alarms. Additional information revealed that the heartmate 3 system controller was exchanged on (B)(6) 2022 and there were no further alarms since the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: hsc-(B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 7 days (19jan2022 ¿ 25jan2022, 09feb2022 per timestamp). Events captured on 09feb2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently throughout the entire log file from 21jan2022 at 16:27:17 to 25jan2022 at 10:14:05. The alarms occurred on the black power cable while the controller was connected to both battery power and the patient cable and cleared shortly after activating. The driveline was disconnected on 25jan2022 at 11:13:06 and the controller was shut off at 11:13:42. There were no other notable alarms active in the log file. Pump operation was not affected. During further investigation, the controller underwent continuity testing and passed; however, it did not pass insulation testing on the black power cable. The power cables were cut open and a small piece of kapton tape was found lodged underneath the outer silicon jacket of the black power cable. The tape caused a tear in the shielding and damage to the brown wire of the black power cable. The brown wire was shorting to the shield causing the atypical power cable disconnect alarms. The root cause of the reported event was conclusively determined to be due to damaged wires. Heartmate iii instructions for use, rev. C,section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. C section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: hsc-(B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.